Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifiers (B)(6).

Event description:
It was reported that during an unknown procedure, when the guide sheath was inserted into the biopsy valve, an internal rubber part was damaged and fell into the body through the forceps hole. There was no reported harm or injury to the patient. Follow up with the customer is pending.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.